Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the guidewire was not passing through beyond the tip of the lead. The lead was removed and another lead was implanted. Patient was stable.

Manufacturer narrative:
Additional information: the reported event of guidewire difficult to be inserted was not confirmed. Analysis was normal. No anomalies were found.